Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and failed functional testing. System testing indicated a controller fault alarm which occurred when the batteries were connected to both ports and ps1 was driving. DHR review was conducted on the device and there was no evidence that there was an accompanying failure or any issues that could have contributed to the malfunction. The reported event was confirmed during the review of controller log files. Review of the log files also revealed a controller fault alarm. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications during testing where a controller fault was observed during bench testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. This would contribute to the reported event. An internal investigation has been opened to address this issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient was having repeated controller fault alarms. The controller was exchanged and removed from service. There was no reported consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.